Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) failed the cumulative charge time test at guidant's final pak. There were 125 seconds that were unaccounted for. The device had a field zoom interrogation timestamp.